Event description:
It was reported that the patient received unanticipated therapy (atp) for sinus tachycardia. During rediagnosis, there was one undersensed ventricular beat which led to a vt diagnosis. The device will be monitored for further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.